Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). It should be noted that the mitraclip ntr/xtr system instructions for use (IFU) states: the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. However, it was undermined if the off-label used have contribute to the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The other additional device referenced is being filed under a separate medwatch report number. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. The tricuspid regurgitation (tr) with a grade of 4+ was treated next. Imaging was difficult however the clip delivery system (cds) was advanced and placed on the tricuspid valve. During deployment, the clip was misaligned and the grippers only attached to the septal leaflet. During removal of the cds, the steerable guide catheter (sgc) was occluded by a clot. The sgc was removed and cleaned outside the patient. The sgc was then readvanced into the patient with no issue. A second cds was advanced and the clip was implanted to stabilize the first clip, reducing tr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.